Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument jaws wasn't opening. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the instrument jaws became unable to open while not holding any tissue, even after the surgeon removed, physically checked, and reinstalled the instrument, with the issue persisting. There was no system fault, no tissue grasped, no adverse effect to tissue, no unexpected tissue removal, and no bleeding associated with the event. The procedure was successfully completed robotically using a backup bipolar instrument, with no reported patient injury. There were no collisions or visible abnormalities noted on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wires were exposed. No thermal damage was found on the instrument. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint regarding the jaw of the instrument was not opening was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.